Manufacturer narrative:
Manufacturer's investigation conclusion: although the report of pump stops was confirmed through the analysis of the submitted log file, a specific cause for the reported event could not be conclusively determined. The center reported that the patient was found to have 2 pump stops with low speed advisory alarms upon routine interrogation during their visit to the clinic. The patient was asymptomatic with the pump stops. It was noted that the patient¿s entire external driveline was wrapped in rescue tape; therefore, there were certainly areas that could be the source of the pump stop. The submitted system controller log file showed that the pump struggled to maintain its set speed at 02:29 pm on (B)(6) 2018, dropping below the low speed limit and ultimately leading to a pump stop. During this event, the low speed hazard, low speed advisory, and low flow hazard alarms were triggered. These drops in speed occurred when the patient was supported by battery power. Based on past experience with the hmii lvas and similar reported events, the drops in speed that occurred while the patient was supported by the battery power could be indicative of driveline damage. X-rays of the driveline were submitted for evaluation and two areas of potential breakdown of the braided shield were noted. The x-rays were otherwise unremarkable. It was reported that there were no further pump stops since nov 2018. The patient is using an ungrounded patient cable. The patient remains ongoing on vad support and no further issues have been reported. The heartmate ii lvas IFU patient care and management section outlines indications of driveline damage, as well as how to respond to such events. The heartmate ii patient handbook¿s alarms and troubleshooting section provides information on all system alarms, including low speed advisory and low flow hazard alarms, and the actions associated to resolve the alarms. A section on handling emergencies is also provided. The heartmate ii patient handbook addresses damage due to wear and fatigue of the driveline in the driveline care section. The heartmate ii patient handbook also contains a section on caring for the driveline; however, all heartmate ii lvas drivelines have potential for wire/shield breakdown to occur dependent upon length of use and patient handling. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device- 7 years, 2 months. The patient remains ongoing with the device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2011. It was reported on (B)(6) 2019 that patient's log files from (B)(6) 2018 (3 months prior) were sent for analysis. In (B)(6), patient was found to have two pump stops with low speed advisory alarms on routine interrogation in clinic. He was asymptomatic at the time. His entire external percutaneous lead (driveline) was wrapped in rescue tape so. Technical services reviewed the submitted log files, and pump stoppage on (B)(6) 2018 and pump decelerations were confirmed. This behavior is indicative of potential issues with the percutaneous lead. Pump stop occurred on battery power. X-rays were submitted and multiple areas of potential concern were noted. The clinician reported there have been no further pump stops since the isolated incident in (B)(6). Patient utilizes an ungrounded patient cable and is not symptomatic. No additional information was provided.